Event description:
Alcon phaco equipment was set up in the usual manner prior to start of surgery. It was plugged into outlet, then the switch was turned on. Default was set to physician's name at memory 1, then to irrigation footswitch. A bottle of bss solution was hooked up then it was primed and tuned. There was no problem noted; the machine was ready for use. Physician reported malfunction of phaco equipment which caused hole in cornea from excessive heat. Operating room staff noted no abnormal functioning of equipment.